Event description:
Event description guidant received information that this implantable lead displayed intermittent loss of capture. There was noise on the ventricular electrogram that corresponded to the patient deep breathing. The noise inhibited pacing in the pacemaker dependant patient. The patient has two ventricular leads implanted, a chronic competitor's model, and the guidant lead. It is unknown if the leads are touching each other, if a microdislodgement occured, or if the competitve lead is damaged. The device sensitivity was successfully reprogrammed.